Event description:
The driveshaft of the diamondback coronary orbital atherectomy device (oad) fractured on the proximal side of the crown following 13 low-speed treatments (25 seconds each) and one high-speed treatment. The fragment was removed when the viperwire was pulled back, and the procedure was completed with angioplasty and stent placement. There were no patient complications, and no components were left in vivo. The patient was well post-procedure. In the opinion of the physician, the cause of the fracture was use of device exceeding five minutes.

Manufacturer narrative:
Device analysis conclusion: the oad was received at csi for analysis. Visual examination confirmed the reported driveshaft fracture at the proximal edge of the crown. The guidewire was also returned and was engaged in the fractured distal driveshaft section. Driveshaft flexing at the weld location can initiate a fatigue failure, and scanning electron microscopy analysis identified fatigue striations at the site of the fracture. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. However, the exact root cause of the fracture is undetermined. Review of the device data log showed that the device saw more than ten minutes of operation time, which may have contributed to the fracture. The intended operating life of the oad is five minutes as outlined in the diamondback 360® coronary orbital atherectomy system instructions for use manual (IFU). It should be noted that the IFU also warns, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." (B)(4).